Event description:
The customer reported that the system displayed a collimator iris too large error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The collimator connections were restored. The batteries and the generator interface board were replaced. The x-ray tube and the fan were repaired. The system was tested and operates as intended.